Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 2, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Stress marks could be identified inside of the cartridge tip however, they are within expected parameters for a used handpiece. The handpiece was disassembled and the assembly was inspected, no issues were identified. Visual inspection under magnification of the lens, revealed that it was received coated in debris. The lens was cleaned and, haptic damage could be identified near the arm pit of the lens. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d-2 (common device name), section g-1 (manufacturer contact e-mail), and section h-6 health effect ¿ (clinical code and medical device problem code) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the cartridge portion of the preloaded device malfunctioned. The intraocular lens (iol) was inserted and removed from the right eye during the same procedure. Reportedly, a backup iol of the same model and diopter were used to successfully complete the procedure. There was no medical intervention and no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. The customer plans on returning the suspect product. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as the iol was removed and replaced during the same procedure. If explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Medical device problem code: 3191, this code was used for a device issue that¿s unspecified. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, it was not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.